Event description:
It was reported that the on post-op day one the impedance on the left ventricular (lv) lead increased and the lead had intermittent capture. A lead repositioning procedure was scheduled but the physician could not find a suitable location for the lead. Another lv lead was attempted but was unable to be successfully implanted for the same reason. The physician decided to reprogram the implantable cardioverter defibrillator (ICD) into dual ICD function and adjust the position of the right ventricular (rv) lead. Following repositioning of the rv lead the threshold increased so it was replaced with another rv lead. The day after this procedure the "device sensing was bad, r-wave could not be tested" and programming showed "not taken". The device sensing was programmed off, and the lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies found. It was noted the distal end of the electrode was covered with blood and body tissue/fibrotic growth.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).